Event description:
It was reported the pt has been experiencing stimulation turning off by itself. An impedance check revealed invalid contacts reprogramming did not resolve the issue. The next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.